Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes; d9: returned to manufacturer on: 2023-02-14. H.6. Investigation summary: bd received 29 samples and 2 photos from the customer in support of this complaint. The photo and samples were evaluated and the issue missing print on the see-through banded label was observed. Additionally, 100 retention samples from the bd inventory were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the samples and photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was incorrect label information. The defective label printing affected 29 tubes. The following information was provided by the initial reporter. The customer stated: "defective printing was observed in multiple tubes."

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 slbl lav jlp there was incorrect label information. The defective label printing affected 29 tubes. The following information was provided by the initial reporter. The customer stated: "defective printing was observed in multiple tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.